Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) found that at 23:49 on (B)(6) 2026, an automated delivery restriction alert was generated due to the automated algorithm reaching the max amount of automated basal insulin and delivering at that rate for an extended period. The system then was then operating in automated mode: limited where it correctly delivered at the lower of the user's adaptive basal rate and manual mode basal rate. The system was then switched into manual mode at 04:04 on (B)(6) 2026 where it delivered at the user's set basal rate, regardless of estimated glucose values (egvs) received by the system, which is expected behavior. The user received an urgent low glucose alert at 07:25 on (B)(6) 2026 before insulin delivery was manually suspended at 07:36. During this time, no insulin was found to be delivered, which was verified by the pulse count on the pod staying the same for the duration of the suspension. Insulin delivery was then resumed at 09:00 on (B)(6) 2026. The system was found to correctly deliver insulin based on the system mode and user settings and inputs at those times. No evidence of issues with insulin delivery were observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level declined to 2.7 mmol/l (49 mg/dl) while wearing the pod. The patient thinks the pod didn't pause insulin and blood sugar kept did not elevate even though they ate sweets/carbohydrates.